Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that during repositioning of an embolization coil in a previously ruptured anterior communicating artery aneurysm, the coil unexpectedly detached in the aneurysm. The coil was left implanted in the aneurysm. There was no reported intervention or patient injury.